Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of a broken reload adapter that has no relationship to the reported condition. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. There was no reported condition to confirm. Additionally, an unreported condition of a broken reload adapter was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure,when unloading and reloading the stapling device, the reload cannot be closed and removed from the adapter. Another adapter was used to complete the case. The event occurred outside of the patient. There was no patient injury.